Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Patient's weight was not provided.

Event description:
It was reported patient's controller was smoking when charging. The issue was resolved with a replacement controller.